Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. No further investigation is warranted at this time. A review of the device history record was performed which confirmed no inconsistencies. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a meniscal repair procedure it was reported that the second meniscal anchor did not deploy. The inner spring did not pull back and pick up the second anchor. The surgeon decided to chop out meniscus instead of opening another product. A complete meniscectomy was performed. The surgeon was confident no debris remained in the patient. The patient was noted to be fine post-procedure.